Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was performed based on the gathered complaint information. After the event, the sara 3000 device was put through a visual and function test by arjohuntleigh representatives and no deviation with the device nor sling was observed - the device was in full working order. The on- site visit allow us to gather one additional information concerning the involved resident's health condition. Per information collected, the patient was able to sit in the wheelchair, and not suited to use the sara 3000 standing hoist. The sara 3000 device involved in the event is an active resident lift. This means that the patient is intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is to be mentally and physically capable of at least partial standing capability and stability. In accordance to the information provided by the involved customer facility staff, at the time of incident the resident was not bearing his weight. In regards to the information collected about lack of proper resident mobility, arjohuntleigh assumption is that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before commencing the lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to the failure: patient not suited for use with the device - note that this was the only relevant issue found according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. When the IFU would have been followed and the professional assessment of the patient before transfer would have been provided before transfer, the event would have been avoided.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). No further information have been revealed so far therefore arjohuntleigh will be trying to obtain additional information relating this particular complaint. We will provide a follow-up report based on details we will receive.

Event description:
Arjohuntleigh has become aware of the customer complaint where it was indicated that during the patient's transfer using an active lift (sara 3000) and the sling, the resident reported a pain in her arms. As a result of that, the caregiver lowered the resident into a sitting position and assessed the resident's arm condition. There was a swelling and a palpable induration stated. The resident required hospitalization. No malfunctions regarding the lift nor accessories were indicated.